Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal power distributor (upd). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The upd was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system failed to start up with errors 31221 and all arms were red. Channels 05, 07, 25, and 29 on the patient-side power distribution board (ppd) showed 0v, indicating no voltage present on those lines.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted radical salvage prostatectomy surgical procedure, customer encountered a non-recoverable error 31221 and that all arms were red. Prior to calling in, customer restarted the system without success. Technical support engineer (tse) checked logs and found error 31221 pointing to node 79 universal power distributor (upd) board high side switch issue. Tse guided customer to perform a system restart with emergency power off (epo) + breaker on patient side cart (psc), but error 31221 appeared immediately. The procedure was aborted without patient involvement.